Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the distal extrusion found that the inner and outer extrusions were torn open. This damage was located at the guidewire exit port and it extended distally along the extrusion for a total length of 20mm. This type of damage is consistent with the guidewire being pulled out from the device incorrectly which resulted in the guidewire ripping through the wire and inflation lumens. As a result when an attempt was made to inflate the balloon, liquid leaked out through the tear in the extrusion. The balloon and blades of the device were visually and microscopically examined and no issues were noted. The tip section of the device was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 2.5mm flextome¿ cutting balloon¿ was used after pre-dilatation was done. Resistance was encountered upon insertion. When the device was about to cross, the balloon ruptured on the first dilatation at 8atm for 10seconds. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years and above. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 2.5mm flextome¿ cutting balloon¿ was used after pre-dilatation was done. Resistance was encountered upon insertion. When the device was about to cross, the balloon ruptured on the first dilatation at 8atm for 10seconds. The procedure was completed with a different device. No patient complications reported.